Event description:
It was reported that this left ventricular (lv) lead had moved. It was also reported that there was an alert for lv automatic threshold (lvat) was detected greater than programmed amplitude or suspended. Technical services (ts) analyzed the presenting electrogram (egm) and found that the capture threshold had values between two and three volts. It was also observed that there was oversensing of the atrial activity on the lv channel. Ts explained device operation to health care professional (hcp) and recommended reprogramming. It was noted that reprogramming was done to turn off lv sensing. No adverse patient effects were reported. Currently, this lv lead remains in service.